Manufacturer narrative:
Philips has investigated this complaint. Based on the additional information collected, the issue occurred during an ongoing diagnostic procedure. The procedure was completed after deleting exams to create storage space, allowing the exams to continue with a delay of less than 20 minutes. The philips field service engineer (fse) inspected the system on site and confirmed that the ippj (image processing pc) was unable to write to the hard drive. To resolve the issue, the fse implemented the field safety corrective action and replaced the ippc and all associated patient database disks. The defective ippc was returned to philips for further analysis; however, the supplier¿s evaluation was unable to determine the cause of the component failure. After reinstalling the associated software and reinitializing the patient database, the system was returned to service in good working order. At the time the complaint was received, philips did not have sufficient information to exclude a product malfunction with the potential to cause or contribute to death or serious injury upon recurrence; therefore, the complaint was reported. Since then, additional information has been obtained, leading to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the instructions for use (IFU), users can export entire studies or specific series and images to a network location, dicom archive, or external storage devices such as usb flash drives or cd/dvds. Therefore, the risk of death or serious injury due to a recurrence of this situation is considered unlikely. Based on the investigation results, philips has concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that a storage issue occurred on the image processing computer¿s hard drive, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.